Event description:
It was reported that a small volume infusor leaked from an unknown location, however the coil cap was wet. This issue was discovered during storage at the hospital. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from september 21, 2021 - september 22, 2021. H10: the device was received for evaluation containing fluid in the bladder. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Both the interior and exterior surfaces of the sample were observed to be dry. No evidence of wetness was observed on the coil cap and the blue winged luer cap was observed to be securely tightened. Functional testing was performed by filling the device with green colored water. After fill and prime, the sample was being monitored until the next day; no signs of leak was observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.